Manufacturer narrative:
The reported device issue was verified by natus tech support over the phone with the customer. The pcb replacement was suggested for the customer issue, by tech support, due to normal wear and tear. Tech support made several attempts to follow-up with the customer and received no response for status on the device. No further investigation is possible.

Event description:
The customer reported to natus on (B)(6) 2017 their neoblue leds had a broken potentiometer (pcb). The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.